Event description:
It was reported that the implant was opened while in the field. The inner package was already cut open and debris was noticeable inside the sterile package. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Additional evaluation found the blister exhibits damage, however, as the blister damage was not initially reported, no further investigation will be performed. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.